Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having problems with his implant. The patient was feeling a pulsing and then it will cut off and come back on a with a short stabbing, burning, pulse to it. The patient reported the implant was on, he knows how to turn it off, so it was reviewed that turning it off should help get rid of that sensation until he can see his healthcare provider. This was a sudden change in stimulation output. The patient was redirected to their healthcare provider. The patient did not have his patient programmer with him at the time of the call, but he had the recharger. It was reviewed. The patient can turn the ins off with the recharger. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there were no specific circumstances that he could recall which may have led to the pulsing, short stabbing, and burning pulsing sensations that he experiences with his device on. He says that his device still does this every once in a while, but that he is going to wait to see his health care provider until he gets back from vacation. The pulsing, short stabbing, and burning pulsing sensation are not yet resolved, but he was not planning on taking any steps to resolve this at this time. There were no further complications reported.